Event description:
During line assessment the rn noted leaking of tpn solution at the filter. IV set exchanged out for new. Rn noted the following settings: infusion rate: 3.5 ml/hr. Infusion: tpn via uvl. Line sent to biomedical for reporting and logging. Rn noted that this is a re-occurring event with over 50 leaking filter events in the past 18 months. The leaking pall filter is located proximal to the sets pump cassette mechanism. Manufacturer response for filtered IV primary set, primary plum set (per site reporter). This is an ongoing event and the mfg. As yet to determine root cause. Nicu staff developed modified work flow to increase IV line assessment.